Event description:
It was reported that the patient underwent a urodynamic measurement procedure as part of a clinical study in 2004. Post operatively the patient was diagnosed with a possible urinary tract infection. Patient was treated with medication and the problem was resolved the following month.